Event description:
The pt experienced a fading sensation and lack of effect after increasing stimulation. The physician thought this was due to a lead. The entire sys was replaced. The pt recovered without sequela.